Event description:
The following was reported to gore: on (B)(6) 2019, the patient presented with an abdominal aortic aneurysm and underwent treatment utilizing a gore® excluder® aaa endoprosthesis (rlt). The patient tolerated the procedure. On (B)(6) 2022, the patient presented with back pain. Imaging revealed gradual disease progression into the infrarenal aorta and resulted in vessel dilation and endoprosthesis migration of unknown length. The patient underwent reintervention and an aortic cuff was implanted proximal of the previously places rlt device to regain seal. The patient tolerated the procedure.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
H6: added component code g04122.